Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023 with additional complaint of fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023 with additional complaint of fracture upon receipt, the lead under complaint was found cut 46 cm proximal to the lead tip. The analysis showed that the insulation was found abraded through 36 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead shows drop in pacing impedance, <200 ohms beginning 12-jul-2023. Increase in short interval count and noise showing on iegms. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2023 with additional complaint of fracture. Upon receipt, the lead under complaint was found cut 46 cm proximal to the lead tip. The analysis showed that the insulation was found abraded through 36 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. The white and transparent conductor cables were found looped outside the lead body. This damage most likely occurred due to severe tensile forces applied during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.